Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was the device difficult to close or fire? Were any unusual noises noted? What color reload was being used? Were any staples seen? If so, were they only on one side of cut line or missing proximal to distal? How was the open lumen addressed? They were using a white load. Staples were present. The surgeon said that it fired normally, but when he looked at the base, there was an open lumen. He closed the lumen by oversewing. The rest of the info is unknown.

Event description:
It was reported that the doctor fired the stapler across the appendix and the doctor stated that the lumen was left open. It was not reported how the procedure was completed. Patient ended up staying in hospital longer than expected. This is all the information known/available regarding this event.